Manufacturer narrative:
Patient weight updated. Type of report should have included product problem.

Event description:
Additional information received indicated that the patient's ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimate.

Event description:
It was reported that the patient's ipg reached end of life. As result, the patient may undergo surgical intervention on a later date.